Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (migration, endoleak). Patient's condition affected effectiveness of device (disease progression; aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. No complications were reported since the time of implant. Currently, the vessel morphology was reported as disease progression resulting in aortic neck dilatation, the aortic neck is 31 mm in diameter. It was reported that during a routine follow-up, the stent graft was found to have migrated 2 cm from the level of the renal arteries and there was a proximal type I endoleak. The physician implanted a 36 endurant aortic cuff proximal to the aneurx bifurcated stent graft and successfully resolved the stent graft migration and the type I endoleak. No additional clinical sequelae were reported and the patient is fine.